Event description:
It was reported that the patient complained of diaphragmatic stimulation. A device interrogation was performed and the diaphragmatic stimulation was reproduced. The left ventricular (lv) lead was reprogrammed and the issue was resolved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.